Event description:
Same case as MFR report #: 2134265-2012-00190. It was reported that during a stenting treatment procedure, thrombosis occurred. The patient presented with visible thrombus in the 90% stenosed, moderately tortuous and moderately calcified distal right coronary artery (rca) which was aspirated and then a 3.5x28mm promus element plus stent was implanted at a segment of the vessel that covered the ostium of the posterior descending artery (pda). The pda had existing disease at the origin, but after stent placement it looked slightly worse. The physician then advanced a non bsc wire through the pda and through a strut of the 3.5x28mm promus element plus stent and ballooned with a 2.5x15mm apex balloon but the pda completely closed down and thrombus was noticed at the junction of the pda and rca, which also went slightly into the stent. Flow through the stent was not compromised. Treatment used a 4.0x15mm nc quantum apex balloon with multiple inflations in the rca and then the thrombus was aspirated with an non-bsc catheter. Flow was restored in the pda, but narrowing at the origin was still present. The physician decided to stop at that point with good flow through the rca and satisfactory flow in the pda. During the case, the activated clotting time was 180, next was 107 and at the time of the pda closure was too low to measure. They had been using heparin and integrilin but it was suspected that the patient had a pro-thrombotic condition and was not responding to heparin. They switched to angiomax for the duration of the case. No further patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).